Manufacturer narrative:
Concomitant medical products: t505u221, tissue valve, implanted: (B)(6) 2020, t510c25, tissue valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the atrial channel. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.